Event description:
Account reported that patient had a decentered flap. The doctor decided to abort the case.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been provided. Placeholder.

Manufacturer narrative:
(B)(4). Placeholder.

Manufacturer narrative:
Initial reporter: last name not provided. Device was not evaluated since during over the phone conversation with application support manager it was found that surgeons technique caused/contributed to the event. Evaluation of equipment was not necessary. Account spoke with application support manager. During discussion account mentioned that the doctor uses the clipped version and stated that the doctor moves the joystick in the "x" and "y" position after applanation. Discussed how moving the joystick can result in a decentered flap and discussed the risks of performing another flap or option of surface ablation. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Account reported that initially patient decided to proceed with photorefractive keratectomy in about 3 months after surgery however, the patient decided not to go forward with that surgery. No decrease in best corrected visual acuity noted at follow up.